Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This is for the left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken sharp assessed, as unidentified (tear) opening (shell thickness was within specification). And observed, a striated edge opening assessed, as surgical damage. Additional observations: crease flat observed, in the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a rupture. This is for the left side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.